Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the error did not reoccur. The customer was advised to wait 20 minutes to start a new sensor session, which they understood and acknowledged.